Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The high blood glucose level was 600 mg/dl. The blood glucose value was 495 mg/dl and 582 mg/dl. Customer treated with bolus for high blood glucose. Customer also stated that the insulin pump had a no delivering alarm. The customer decline troubleshooting for no delivering and high blood glucose. The insulin pump will return for the analysis. The sensor will not return for the analysis. The reservoir will return for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Insulin pump downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted.